Event description:
The customer reported that after a mononuclear cell (mnc) collection procedure, the patient's hematocrit (hct) dropped 6%. The patient's beginning hct was 25.7%. Post-cbc was taken from the access line prior to rinseback and the hct was measured at 19.6%. Per physician's order, prior to a 2nd mnc collection, a unit of packed red blood cells (prbcs) was given to the patient. The patient completed the 2nd mnc collection procedure with no issues noted. The patient is reported in good condition. Per the customer, the counts are at baseline.patient's full identifier: (B)(4) the disposable kit is not available for return because it was discarded by the customer.this report is being filed due to medical intervention in the form of administering a unit of prbcs.

Manufacturer narrative:
Investigation: the customer stated that during the procedure, the cologram estimated 3-4%hematocrit, and the collected product had a hct of 1%.patient's hct was measured again the next day prior to a second collection. The hct was 23.4%,suggesting that the immediate post-procedure cbc was hemodilute. The same machine was used the next day on the same patient and the hct decrease for that collection was <2%. The collected product had 2% hct measured. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury on the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. According to physician statements, the cause for the reduced hct post collection was due to taking the complete blood count (cbc) prior to rinseback. The immediate post-procedure cbc washer modulite.

Manufacturer narrative:
Additional information: terumo bct conducted training with the medical director,regarding procedure optimization for better collection efficiency and about waiting until after rinseback to check complete blood count (cbc) for more accurate post-procedure hematocrit results.